Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a 100 point difference between blood glucose and sensor glucose readings. Customer stated that the pump is constantly alarming when he is low even though he is not. Customer has an appointment with a pump specialist to address these issues. Customer has given up on sensors. Customer stated that the pump worked fine. Customer's blood glucose level was around 200 mg/dl and sensor glucose reading was around 315 mg/dl. Customer's threshold suspend is set to 60. Customer has had issues with the pump shutting off when his blood glucose levels are not low. Customer has stopped using the sensor. Customer will be contacted in 90 days to follow-up. No further assistance needed.